Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within nine days of being implanted, the implantable cardiac monitor (icm) patient was exhibiting an infection. The icm was explanted. No further patient complications have been reported as a result of this event.